Event description:
Medtronic received info that this bioprosthetic valve, implanted 19 months, was explanted due to stenosis and insufficiency secondary to thrombus.

Manufacturer narrative:
Eval results: device history review found the product met specs when released for distribution. Conclusion: other = cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were stiff due to the host tissue on the outflow. The right and non-coronary cusps were prolapsed possibly due to the opening and closing movement of the left cusp in combination to the formation of host tissue on the outflow. Remnants of glistening off-white pannus remained attached to the inflow margin of attachment adjacent to all cusps, into the non-coronary left and left right inferior coaptive areas and extended 1 to 2 mm onto all cusps, possibly reducing the inflow orifice area. Off-white to pinkish thrombotic host tissue filled and stiffened all cusps on the outflow. Radiography showed no evidence of mineralization in the valve and host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.